Manufacturer narrative:
Risk assessment; the product was not returned as they remain implanted and no lot#s were provided. Therefore, device evaluation, device history review and complaint history review could not be performed. The root cause cannot be determined conclusively.

Event description:
It was reported that; after the anterior fusion was done at c5/c7/c6 with implant and screw, the c7 screw backed out was noticed at (B)(6) 2017.

Event description:
It was reported that; after the anterior fusion was done at c5/c7/c6 with implant and screw, the c7 screw backed out was noticed at (B)(6) 2017.